Manufacturer narrative:
An x-ray documenting the abutment screw fracture was received. No lot number was provided or known. Product returned was the implant (concomitant) and the reason of the removal was unable to retrieval a piece of the abutment screw. Top part of the abutment screw was not returned.

Event description:
The dentist reported that abutment screw fractured in implant and could not be removed. And implant was removed. Tooth location # 4.

Manufacturer narrative:
A nanotite tm tapered certain implant (nint410) was returned. Visual inspection of the as received product identified a piece of the fractured certain gold-tite tm hexed screw (iunihg) stuck in the implant. The upper part of the screw was not returned. Review of the x-rays identified that the screw had fractured inside the implant (nint410). The lot number for the certain gold-tite tm hexed screw is unknown; therefore, the DHR review could not be conducted. Document type(s) reviewed: ¿ biomet 3i restorative manual, instrm rev b 10/15 information identified: instructions for use of the recommended restoration are provided along with the appropriate torque values. ¿ biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015 precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. The complaint was confirmed through visual inspection of the as received products. A definitive root cause could not be identified.